Event description:
The report received from the field indicated the following: during an endovascular stenting procedure, the 9x080 smart stent was deployed and the stent delivery system (sds) was withdrawn without difficulty or complication. Then, the surgeon tried to introduce a balloon catheter for post-dilatation, but the catheter was blocked and he was not able to advance the balloon through the lumen. The cause of the blockage was found to be the smart sds's internal sheath (plastic part), which had dislodged and remained on the guidewire, inside of the catheter. The piece of the inner lumen was removed, and a balloon catheter was successfully advanced through the catheter. The procedure was completed successfully. There was no injury to the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from an affiliate indicated that during an angioplasty to an unknown vessel the inner shaft of the smart stent became separated and blocked the catheter lumen. During the stenting procedure, a 9 x 80 smart stent was deployed in an unknown lesion. The physician tried to introduce a balloon catheter for post-dilation but encountered a blockage. The practitioner found the cause of the blockage to be smart stent delivery systems inner sheath, which had dislodged and remained on the guidewire inside of the catheter. The piece of the inner lumen was removed and a balloon catheter was successfully advanced through the catheter. The procedure was completed successfully. There was no injury to the patient. One non sterile unit of smart control 9x80 mm was received coiled in a plastic. The clear wire lumen was separated from the sds; also the outer sheath was separated at distal end of ID band. Several kinks were observed on the outer sheath, blood residues were observed inside the wire lumen and distal tip. The proximal hub was cross sectioned at the hypotube/wire lumen/ hub joint and it was observed that clear tip still attached to hub. Based on the analysis it is concluded that the separation was not due to a lack of adhesive and that handling factors may contribute to the reported condition, however it does not appear to be manufacturing related, controls exist in the manufacturing area to prevent and detect these types of damages. Since the product analysis suggest that the condition reported by the customer could not be manufacturing related, no actions will be taken at this time. The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Internal sheath separation is a known potential adverse outcome associated with the use of the smart stent. The IFU instructs to withdraw the entire delivery system as one unit over the guidewire, into the catheter sheath introducer and out of the body. If any resistance is met advance the deployment lever to its pre-deployment position while maintaining the handle in a fixed position. Once the outer sheath marker is in contact with the catheter tip, withdraw the system as one unit. Based on the limited amount of available information it is not possible to determine an exact cause for the reported event but there may be procedural factors that might have contributed to the event.